Manufacturer narrative:
(B)(4). The manufacturing location for this product is (B)(4). This site is not registered with the FDA. (B)(4).

Manufacturer narrative:
A picture was received for investigation by our quality team. Upon visual inspection of the picture received, markings on the tubing were noted verifying the tubing defect. These markings are unique to heat seal damage. This type of markings occurs when the packing machine presses the sealing paper on the blister foil and sometimes the tubing springs out of its coiled position or is improperly placed inside of blister pouch by the operator and gets pressed between sealing paper and blister foil. When that occurs the sealing gasket leaves specific markings on melted on the tube which is visible on the photograph. Unfortunately this defect was not detected during the visual rejection process. After DHR review was done no ncr¿s raised during production or other quality notifications. Production of c61 secondary set restarted under deviation on 10 oct 17 after investigation and implementation of corrective and preventive measures. Deviation memo included in DHR of c61 of secondary set states that all actions are implemented. Based upon this investigation, the root cause of this incident was due to the uncoiling of the system/product. This allowed the packaging machine heat seal gasket to press upon exposed tubing of the product. It appears there was operator error due to improper placement of product inside the blister during the packaging of the product.

Manufacturer narrative:
Medical device expiration date: n/a. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was an obvious tear and leak from the bd phaseal ¿secondary set c61 with a built-in phaseal¿ connector tubing. Found before use. No serious injury or medical intervention noted.